Event description:
It was reported by service report that the brakes were not holding well. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.